Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during part resection of liver in an open procedure, it was not possible to clip the tissue with both devices. They used another clips to complete the procedure that extends surgical time around 5 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with one remaining clip. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was cycled and the clip misloaded. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.